Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 407645 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional dropped qrs beats were observed. The patient reportedly experienced fatigue and shortness of breath. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician indicated that the dropped beats were likely due to medical illness with hypothermia and associated metabolic derangements. No action was necessary.